Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: some particles in the delivery liquid and on the catheter. The ventricular catheter has been shortened from length (original 250mm). Crack / cut marks in the end of the ventricular catheter. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the ventricular catheter upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the ventricular catheter is permeable. Results: based on our investigation results, we can identify cut marks and a shortened catheter. No further examination of the shunt system was performed, because no complaint was reported and it was still originally sterile packaged. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The ventricular catheter met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a ventricular catheter loose csf liquid, seems to be perforated before surgery. A delay of more than 15 minutes in surgery occurred. The ventricular catheter is a part of the lot 20049548 (fx597t) progav 2.0 shuntsystem ((B)(4)). No patient information were submitted.